Event description:
It was reported that when using the bd pyxis¿ es server user informed patient had two admits with the same visit ID but different medical registration numbers. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had interface issue. The technical support specialist (tss) applied knowledge article orders not showing to fix the issue. The customer coordinated with the admissions team to resend the admit message with the correct medical record number (mrn), verified that orders were corrected, and updated mandatory fields on the ¿placeholder¿ patient information for future discharge. The customer confirmed the issue was resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.